Manufacturer narrative:
Dtba1d1 crt-d implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on both defibrillation coils. It was also reported that the left ventricular (lv) lead exhibited high pacing thresholds and non-capture. Both the rv and lv leads were capped and replaced. No patient complications have been reported as a result of this event.